Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to MRI; drive support cap appeared normal and customer was able to complete rewind process. It was found that insulin pump also received an unexpected restart error alarm during normal use. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to motor error alarms. Device had minor scratched lcd window and cracked reservoir tube lip.